Event description:
In approximately july 1999, doctor applied the micrometric clamp and fixator device on the pt's tibia for an angular correction and lengthening. The doctor adjusted the micrometric clamp in surgery for proper angular correction. At a later date, dr. Instructed pt to manipulate the compression/distraction module utilizing a 6 mm allen wrench provided to achieve desired lengthening. After the desired length was achieved, the doctor chose to remove the compression/distraction module, but leave the remaining components in place. The pt was sent home with the compression/ distraction module and allen wrench. At a later date it was noted that the site had slipped out of position. The pt was brought back into surgery so that the doctor could realign the site, still utilizing the fixator in place. After successful realignment, the doctor attempted to apply the same cd module which had been removed from the pt at a prior date, but found it was not able to be manipulated any longer. The doctor used another cd module that was available in inventory. The desired results are expected to be achieved. (Note: the allen wrench used for manipulation of the compression/distraction module by the pt also can be used to manipulate the angular correction of the clamp.)